Manufacturer narrative:
(B)(4). Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This mitraclip report is being filed due to heart failure requiring a mitral valve replacement and due to the patient death. It was reported that in (B)(6) 2016, the patient underwent a mitraclip procedure. On (B)(6) 2016, the patient had a mitral valve replacement due to severe heart failure symptoms. Unspecified medications were provided. On (B)(6) 2016, the patient passed away due to sepsis and refractory heart disease, most likely not related to the device. There was no additional information available and no autopsy was performed. While one study physician assessed the sepsis and death as unrelated to the device, a second physician was unable to provide an assessment due to insufficient information. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a definitive cause for the reported tissue damage could not be determined. The mr however, was a result of the tissue damage, which then caused the cascading effect of heart failure. The reported patient effects of worsening mitral regurgitation (mr), mitral valve injury (tissue damage) and worsening heart failure as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the additional information was received: it was reported that on (B)(6) 2016, the patient presented with functional mitral regurgitation (mr) grade 4+. Two clips were implanted, reducing the mr to 2+. On (B)(6) 2016 and at discharge, the mr had increased to 4. Reportedly, part of a leaflet had prolapsed and chordae had ruptured between the 2 clips, leading to the severe mr. On (B)(6) 2016, the patient presented heart failure symptoms due to severe mr. Medications were provided and the patient had a mitral valve replacement. Per the physician, the mitral valve replacement was due to the chordae rupture and leaflet prolapse following the mitraclip procedure. On (B)(6) 2016, the patient had experienced sepsis and passed away due to refractory heart disease. Per the physician, the sepsis, heart failure, and death were unrelated to the implanted clips. No additional information was provided.